Event description:
It was reported that a vena cava filter, heavy with clot burden, migrated cephalad to the hepatic ivc. The filter was implanted several days prior to a lung resection. A week after the pt was discharged, the pt felt a "pop" during a valsalva maneuver. Reportedly, the pt returned to the hospital, where a CT scan identified that the filter had migrated cephalad, 5-7 cm, to the hepatic ivc. A venacavagram showed the filter had 2 distorted arms above the filter. The filter was filled with clot below the filter and clot extended to the tricuspid valve above the filter. The renal veins and gonadal veins were thrombosed and the pt was reportedly in renal failure. During the surgical removal of the filter, it was reported that the pt arrested due to embolization of clot, and was successfully resuscitated. The pt has been discharged from the hospital and is currently on dialysis.

Manufacturer narrative:
The lot number is unk. Therefore, a review of the device history records could not be performed. The filter was discarded by the user facility. Therefore, a device evaluation could not be performed. The investigation is currently underway.